Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant was reported as the diameter of the upper proximal neck was 22mm. The diameter of the aneurysm entry was 19mm. The proximal neck length by centerline was 120mm. The diameter of the right common iliac was 15mm. The diameter of the left common iliac was 60mm. It was reported that the patient presented with a limb occlusion. The physician attributed the event due to the choice of over-sizing device. No additional clinical sequelae were reported and the patient will be monitored by the physician.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (occlusion); lack of information (cause is unknown). Conclusion: known inherent risk of a procedure (occlusion); lack of information (cause is unknown); user error contributed to event (procedural technique).